Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the locking pins of the unit didn't open/close smoothly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in (B)(4). Product review of the skin graft mesher on july 16, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb and damaged side plates. The gear and roller had visible damage. The side plates were bent where the latching pins go through. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 16,2019 which included replacement of the comb, roller gear, roller, bearings, side plates, ball detents, shoulder bolts, washers, and cap nuts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the components to become damaged. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the locking pins of zimmer skin graft mesher didn't open/close smoothly. No adverse events were reported as a result of this malfunction.